Manufacturer narrative:
Findings: unit passed pump self-test, off no power test, unexpected restart error test, displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test. The operating currents were in specification. Unexpected blank display anomaly during battery changes due to bent/worn battery tube spring noted. Minor scratches on lcd window, cracked case at display window corner, cracked reservoir tube lip, cracked reservoir tube window, cracked battery tube threads and cracked belt clip slot.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was 9.3mmol/l. Customer stated that she keep changing battery 5 times before she got the screen back. Customer is not comfortable with the pump and doesn't want a battery cap. Customer wants a cot pump sent to her.